Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: device received. D11: additional concomitant device reported. H3, h4, h6: device history lot : a review of the receiving inspection (ri) for verse poly driver, shaft was conducted identifying that lot number nn141651 was released in two batches. Batch1: lot qty of (B)(4) units were released on 08 jun 2018 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 05 jun 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Investigation summary background: shaft for screwdriver disengage meaning screw was not fixed well with both screwdriver so he used another one and the case went well with no issues. Source: national guard. Surgery: degenerative. This complaint involves five (5) devices. Investigation flow: device interaction/functional. Visual inspection: the instrument was received and upon visual inspection the distal tip is slightly twisted which may hinder the functionality of instrument, which may include the ability to properly engage a screw. No other issues were noted. The received condition is consistent with the complaint condition thus the complaint is confirmed. A device failure was identified. Investigation conclusion: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent for a degenerative surgery. During the surgery, both of the screwdrivers shaft was disengaged with the screw. The surgery was completed without any other issue. The patient outcome was unknown. This complaint involves five (5) devices. This report is for (1) verse poly driver, shaft this report is 2 of 5 for (B)(4).